Event description:
It was reported that the jetstream catheter became stuck on the wire. Vascular access was obtained via the right femoral using a 7fr non-bsc sheath. The target lesions were located in the left popliteal and fibular arteries. The popliteal artery was totally occluded in segment 2. A 0.014 non-bsc protection system guidewire and guide catheter were successfully used to recanalize the popliteal and fibular arteries. The entire segment was then pre-dilated with a 1.5mm non-bsc cto balloon. A 1.6 mm jetstream sc catheter was then advanced over the 0.014 non-bsc protection system guidewire and several passes were made with the jetstream. The jetstream then became stuck on the wire which required both the device and wire to be removed together. There were no complications to the patient and the patient's outcome was good. The procedure was considered completed. The patient had significantly better and faster blood flow and better perfusion of the plantar arch.

Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of a jetstream sc-1.6 atherectomy catheter with a .014 spider filter wire stuck in the device. Visual analysis of the device and the catheter shaft showed 1 severe kink on the shaft located 89cm from the tip. There was buckling on the shaft located 10.5cm from the tip. The wire moved with difficulty which is consistent with the kink on the catheter shaft and an indication of a guidewire stick issue. Functionality testing was completed and the device functioned as designed. Though a noncompatible guidewire was used in this case, the actual guidewire sticking issue was consistent with the catheter shaft being severely kinked which restricted movement of the wire. Inspection of the remainder of the device, revealed no damage or irregularities. The device malfunction was confirmed; however, using a non-compatible guidewire may cause device performance issues.

Event description:
It was reported that the jetstream catheter became stuck on the wire. Vascular access was obtained via the right femoral using a 7fr non-bsc sheath. The target lesions were located in the left popliteal and fibular arteries. The popliteal artery was totally occluded in segment 2. A 0.014 non-bsc protection system guidewire and guide catheter were successfully used to recanalize the popliteal and fibular arteries. The entire segment was then pre-dilated with a 1.5mm non-bsc cto balloon. A 1.6 mm jetstream sc catheter was then advanced over the 0.014 non-bsc protection system guidewire and several passes were made with the jetstream. The jetstream then became stuck on the wire which required both the device and wire to be removed together. There were no complications to the patient and the patient's outcome was good. The procedure was considered completed. The patient had significantly better and faster blood flow and better perfusion of the plantar arch.